Event description:
It was reported that the patient presented complaining of a low heart rate. Interrogation showed high pacing impedance with no capture. Lead noise was also observed. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.